Event description:
It was reported that a physician completed an uneventful novasure endometrial on (B)(6)2015. "Six hours post-ablation the patient returned complaint of abdominal pain and upon observation the staff physician found a partial bowel burn adn confirmation of a micro perforation. The physician performed a partial bowel resection [and] the patient was released". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Radio frequency controller: (B)(6) 2007. Device history record (DHR) review was conducted for the disposable novasure device and the radio frequency controller. Both devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc# (B)(4).